Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had difficulties adjusting stimulation. The patient visited their doctor and discussed their device problem with a company representative, but the device was not successfully reprogrammed. A new patient programmer was acquired. The neurostimulator battery was found to be dead. The patient planned to meet with the physician and discuss replacement options. Additional information has been requested.